Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the circuit breaker on the patient side cart (psc) to resolve the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer encountered a "low battery" error message on the patient side cart (psc). The customer elected to use another psc for the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were already placed on the patient when the reported issue was identified. The procedure was completed using a second psc.